Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR #: 2134265-2010-03318. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained contralaterally. The physician was treating 90% in-stent restenosis of a wallstent (type unknown) located in the moderately tortuous and non-calcified right superficial femoral artery (sfa). The lesion was pre-dilated with a 4x40mm wanda balloon catheter. After pre-dilation, an 8x37mm wallstent was implanted overlapping the distal section of the previously implanted restenosed wallstent. A 6.0-80, 120 wanda balloon catheter was used for post-dilation. The balloon ruptured between 7 to 10atms soon after inflation was started. The device was removed from the patient intact. Post-dilation was completed with another wanda balloon catheter. There were no further reported patient complications. The patient status is listed as good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with traces of clear liquid visible inside the balloon. Visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure when a leak was noted. Microscopic examination of the balloon found a pinhole located 7mm proximal to the proximal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-03318. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained contralaterally. The physician was treating 90% in-stent restenosis of a wallstent (type unknown) located in the moderately tortuous and non-calcified right superficial femoral artery (sfa). The lesion was pre-dilated with a 4x40mm wanda balloon catheter. After pre-dilation, an 8x37mm wallstent was implanted overlapping the distal section of the previously implanted restenosed wallstent. A 6.0-80, 120 wanda balloon catheter was used for post-dilation. The balloon ruptured between 7 to 10atms soon after inflation was started. The device was removed from the patient intact. Post-dilation was completed with another wanda balloon catheter. There were no further reported patient complications. The patient status is listed as good. This product is only ous approved but it is similar to an approved us device.